Event description:
Patient had nstemi and per cath all previous grafts were now occluded.went into right heart failure. Started to have intermittent pumpobstruction. Developed elevated ldh and plasma free hgb.